Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The blood glucose readings ranged from 26-558 mg/dl. It was unknown how the customer treated for their low and high blood glucose. It is unknown if auto mode was active at the time of the event. No harm requiring medical intervention was reported. The pump will not be returned for analysis.